Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch mw5086632.

Event description:
It was reported that the procedure was performed to treat a bifurcation in the right coronary artery. A 6f guiding catheter was placed and the lesion was successfully pre-dilated with two unspecified balloon dilation catheters in a kissing balloon procedure. A 2.25 x 15 mm xience sierra stent delivery system (sds) and an unk xience sierra sds were advanced simultaneously with resistance from the guiding catheter. Following the successful deployment of both stents at the bifurcation in a kissing stent procedure, the unk sds was removed from the anatomy without issue. On removal of the 2.25 x 15 mm xience sierra sds, resistance was met with the guiding catheter. Force was applied and the shaft of the sds separated. As the separation occurred at a point within the guiding catheter, the distal portion of the 2.25 x 15 mm sds was simply manually removed with the guiding catheter as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. User facility medwatch received which states: balloon broke off from the end of the catheter after stent deployment. Follow-up with the account confirmed that the shaft of the sds separated as opposed to the balloon separated from the shaft. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra, everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time when withdrawing the stent delivery system or post-dilatation balloon into the guiding catheter, the entire system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.